Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The instrument was returned to engineering department in melbourne and evaluated by engineering. Upon engineering assessment, it was noted that the threaded inserts in the impacting head have come loose and will not allow the plastic impacting head to tighten onto the metal base. The lot number of the plastic impacting head is h0305, indicating manufacture date of march 2005. The assessment concludes that the root cause is wear and tear. Based on the determination of product wear out through normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During use on patient the instrument loosened during procedure and could not be tightened. Changed to same like product. No delay to surgery. No ae to patient.